Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (3 mg/ml, 0.4 mg/day) via an implantable pump for an infection was reported. The patient reported redness, swelling, tenderness and pain near the incision sites and area of tunneling. The patient reported that they did not take their antibiotics. The patient was sent to the emergency room (ER). The issue was not resolved at the time of this report. The patient's status was alive, with injury (redness and swelling).